Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vtich12.6, -6.5/1.5/074 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to elevated iop and the problem resolved. User error was the cause of this event, it was reported that peripheral irridectomies are missing. If additional information is received a supplemental medwatch report will be submitted.